Event description:
The sideport of the flexcath steerable sheath unattached from the handle completely.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. The visual inspection showed that the sideport tube was detached from the handle. A CAPA was initiated to address this issue.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.